Event description:
It was reported via clinic notes for the patient's replacement that the patient has chest pain possibly related to the vns. The patient presented for concern of vns malfunction with symptoms of coughing, pain in left chest described as "burning piece of metal in my chest" lasting hours and is constant, varying in severity stating to be sometimes mild pain - 5/10 and sometimes up to 10/10. The patient also has occasional sore throat. It was stated that the pain can be so severe the patient "can't function". Information was received that the patient's generator has been replaced due to battery depletion. The patient's explant facility is a no return site and is known to discard explanted products and therefore the patient's generator has not been received into analysis to date. No additional relevant information has been received to date.